Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. A most probable root cause was ¿undeterminable¿. (B)(4).

Event description:
It was reported the catheter broke. During insertion of a fetch®2 thrombectomy catheter to the left circumflex (lcx), an odd feeling was noted, while trying to advance catheter. Catheter was removed and entire catheter had "unraveled and come apart in several pieces held together by thin monofilament line". The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported.